Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to being sick, the customer's blood glucose (bg) level was elevated at 449 mg/dl, with low traces of ketones. The customer delivered a correction bolus via the pump to address bg level. Recommendation was made to consult with health care provider on diabetes management.